Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that on (B)(6) 2020, it was noted when the suture box was opened, it contained a foreign matter (a hair). No adverse patient consequences reported. No additional information was provided.